Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia computer board with tubing and fitting were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a pre-use checkout, the unit showed the "acb com fail" error message on the display. There was no reported patient involvement.